Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit did have a loose gold pin connector in the insertion port of the processor. Additionally, a worn-out video connector latch was causing a poor connection with pigtails and will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite video system center had a loose gold pin connector in the insertion port. According to the initial reporter, this event occurred during procedure preparation and the intended procedure was completed using a new disposable scope. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty video connector unit. Olympus will continue to monitor field performance for this device.